Event description:
It was reported that the right ventricular lead exhibited oversensing due to noise leading to pauses in the patient's rhythm. Programming changes were made. The lead was capped and replaced on (B)(6) 2017. The patient was in a stable condition.